Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user called to return the ilet device and stated she was switching to omnipod because changing supplies was difficult. There was no report of patient harm. Outcomes included user discontinuation of the device. Investigation included customer interview and user education on occlusion recognition and troubleshooting. Investigation of this case revealed no device alarms and user difficulty performing supply changes. It was concluded that the event was related to user handling and device use challenges rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.